Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to treat cholecystitis through gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, after energizing and puncturing the gallbladder with the catheter, deployment was attempted by operating the handle. However, it appeared the handle was not properly locked during the gallbladder-side flange deployment. The procedure continued with deployment of the proximal flange and when the catheter was then pulled back toward the duodenal side, the proximal flange also deployed, leaving the implant inside the duodenum. The procedure was completed by placing a different device through the same puncture site. The original stent remains inside the patient; however, a procedure, such as removal, will be performed later for the axios that remains inside the patient's body. New information was received indication that the stent was likely deployed within the channel upon removal. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5: updated event description. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to treat cholecystitis through a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, after energizing and puncturing the gallbladder with the catheter, deployment was attempted by operating the handle. However, it appeared the handle was not properly locked during the gallbladder-side flange deployment. The procedure continued with deployment of the proximal flange and when the catheter was then pulled back toward the duodenal side, the proximal flange also deployed, leaving the implant inside the duodenum. The procedure was completed by placing a different device through the same puncture site. The original stent remains inside the patient; however, a procedure, such as removal, will be performed later for the axios that remains inside the patient's body. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent positioning issue.